Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angio-seal device was not clicking in. The following information was provided by the user facility:the device is not clicking in; and there was no known affect to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in device available for evaluation?. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the evaluation results. One each of the following 8f angio-seal vip components were received for evaluation: hemostasis sheath and carrier tube assembly. The fully opened poly-foil pouch, locator, guide wire, packaging tray and temperature/pouch indicator were also returned. No blood-like substance was seen on the returned components. The absence of hemostasis cap damage is consistent with the deployment sleeve having not been previously locked into the cap. The bypass tube location and orientation were consistent with the manufacturing and print specifications. The deployment sleeve was in the rear holding position and there was no damage to suggest that the deployment sleeve had been forcibly moved from the rear-lock position; no damage was noted to the deployment sleeve proximal locking tabs or the tensioner cap latch hooks. The anchor and collagen locations were consistent with non-deployment. The carrier tube assembly was inserted into sheath and moved into the full forward-lock position; positive engagement was verified, and a distinct click was heard. The anchor and carrier tube fully exited the sheath. The carrier tube assembly was then moved to the full rear-lock position; positive engagement was verified, and a distinct click was heard. The anchor was fully posted against the monofold. The anchor was grasped and suture was extracted. The collagen, knot, tamper tube, black heat shrink tube and clear heat shrink tubing were visible. No blood-like substance was seen on the collagen; the overall device condition was inconsistent with the event description. No other anomalies were noted during deployment or in the components. Visual, dimensional and functional testing results could not be determined in which functional testing of the deployment mechanism revealed no functional anomalies. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.